Event description:
Situation: an aquamantys malfunctioned during surgical procedure. Background: in a kidney transplant procedure, an aquamantys was being used. Assessment: the aquamantys hand piece began to constantly drip normal saline, even when it was not being used. Recommendation: the aquamantys was removed from the field and replaced with another aquamantys handpiece. Clinical site corresponds directly with the local rep supporting that site.